Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side rupture. Confirmed via MRI. Patient reported, pain and discomfort and "benign calcifications". Via mammogram. The device remains implanted.

Event description:
Patient's partner reported right side rupture confirmed via MRI. Patient reported pain and discomfort and "benign calcifications" via mammogram. Healthcare professional later reported rupture and capsular contracture, baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV. Device evaluation: based on the product analysis performed, the assessments of the complaint code are: rupture: observed broken device assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. Calcification: not observed. As per the investigation procedure, wear abrasion, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b.5., d.9., h.2., h.3., h.6., h.11.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4., b.5., g2, h.6.

Event description:
Healthcare professional later reported rupture.